Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 60.6cm from the hub and appears to have been kinked prior to separation. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and on the balloon folds. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. Product analysis confirmed the hypotube is separated.

Event description:
It was reported that shaft break occurred. The patient presented with non-st elevation myocardial infarction. Vascular access was obtained via the radial artery. The 80% stenosed, 12mm x 4.0-5.0mm, eccentric, de novo target lesion was located in the non-tortuous and moderately calcified unprotected left main artery extending to the left anterior descending artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. The device was removed and it was noted that the shaft was fractured. The procedure was completed with a different device. No patient complications were reported and patient status was stable.